Manufacturer narrative:
The investigation is on going. A supplemental report will be submitted upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged discrepant results generated when using the cobas®sars-cov-2 & influenza a/b test for use on the cobas® liat® system. On (B)(6) 2021, the initial sample generated a positive result for sars-cov-2. Upon a re-test on a different device the following day, the result was negative for sars-cov-2. The customer also alleged a second patient generated discrepant result for sars-cov-2 in the initial run. Upon a repeat testing the result was negative. Although requested, no supporting data for the system and run or patient information was provided. An investigation is currently ongoing. Two (2) mdrs will be filed.

Manufacturer narrative:
As part of the investigation and handling of the complaint received, a field service engineer visited the customer¿s 3 sites and collected data from 8 liat® analyzers. The customer did not specify which analyzer(s) the alleged samples were run on nor the sample ids. The customer also declined to provide any additional patient information or the circumstances of their death. Although the alleged runs could not be confidently identified in the dataset due to missing information and the customer declining to provide further information, a total of 5 samples spanning across 3 liat analyzers were identified to have positive sars-cov-2 results on the potential alleged dates. All runs were performed with tube lot 01116y. 3 runs show weak amplification and late cts. If any of these runs correspond with the two alleged runs, then it is possible the discrepancy could be due to low viral titers, near the limit of detection (lod) for the test. Near the lod, sample results can be expected to waiver between positive and negative. The other 2 runs have robust amplification. Internal control amplification for all runs is robust. All analyzers were found to be performing as expected, and are recommended to remain in use. In addition, an investigation on the reagent lot was performed and no product problem related to the customer allegation was observed. The customer refused to provide information regarding the patient, except for the fact that the patient expired. The alleged runs could not be confidently identified but the five sars-covid-2 positive runs identified were either at or near the limit of detection (lod) or have robust amplification. If one of the lod runs corresponds to this patient, it is possible the original liat result was a false positive for sars-cov-2. However, it is equally plausible that the patient had a true positive result for sars-cov-2 with a very low viral concentration in the specimen that explains a negative result with subsequent testing on the same or different platform. The common scenario does not involve death and that while death can occur in the worst-case scenario, the occurrence rate is much lower. Since no information regarding the circumstance of the patient's passing was provided, including the number of days between the testing being performed and the death, it is not possible to conclude with a reasonable amount of certainty that the potential false positive was a contributing factor. Added reagent lot number and exp. Date. (B)(4).